Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion error message. The device data was analyzed by engineering and the issue appeared to be a result of extended magnet application which causes a transient drop in battery voltage and is an expected device operation. The battery voltage will recover. This s-ICD remains in service and no adverse patient effects were reported.